Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in india. It was reported that the rotaflow console stopped without any alarm and the display started blinking. More information requested about the event but still pending. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in india. It was reported that the rotaflow console stopped without any alarm and the display started blinking during patient treatment. The device was replaced with a new device with no consequences for the patient. No harm to any person has been reported. The rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and the technician was able to reproduce the reported failure. The rf (rotaflow) control board pcba (printed circuit board assembly) kit (article number 701034051) has been replaced. After the replacement the device is working as intended. The affected rf control board pcba (printed circuit board assembly) kit (article number 701034051) was requested for further investigation but the board is not available for investigation. Based on the investigation results the reported failure could be confirmed. The failure mode "pump stop" can be linked to the following most possible root causes according to the rotaflow risk management file. (Un)intentional stop of the pump, e.g.: defective motor control electronics. Pump stop intervention after technical error (e.g. Pump runaway, error head). Wrong intervention limits. Defect of internal power supply (dc/dc). The review of the non-conformities was performed on 2023 (B)(6) and during the period of 2021 (B)(6) to 2023 (B)(6)does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2021 (B)(6). In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support. System rotaflow system/ 4.4 / en / 15. Chapter 2.2.4 general precautionary measures during use. If the pump stops during an application, the blood flow will be interrupted and supply to the patient will cease. Eliminate the cause of the pump stop and start the pump again as soon as possible. 2.2 general safety instructions: there is the risk that acoustic alarms emitted by the rotaflow system may not be heard. You should therefore position the system so that you can see the displays on the rotaflow console and any optical warning signals at all times. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).